Manufacturer narrative:
Continuation of d10: product ID: {d-evprop23-29}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {non-implantable} product ID: {evproplus-26}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. It was noted that several complementary techniques were utilized to assist the advancement of the delivery catheter system (dcs) through the patients calcified anatomy, including a buddy balloon technique, inflating a 18x40 balloon to direct the nose cone towards the central part of the aortic annulus, change of the curved confida guidewire to a double-curved non-medtronic guidewire, use of the 18fr sentrant sheath for more support at the beginning of the path, and use of a snare loop to loop the guidewire and dcs. Subsequently, a mild pericardial effusion was observed via echocardiogram. After attempting to advance the dcs with the non-medtronic guidewire, the entire dcs penetrated the femoral artery but did not advance past the patient's left thoracic stent near the sinotubular junction (stj). Subsequently, an abrupt drop in blood pressure was observed. An iliac/femoral artery dissection was suspected, so a contralateral injection was administered, and several covered stents were placed. Following the stent placements, echocardiography revealed an increase in pericardial effusion and tamponade. Pericardial drainage was performed via puncture, followed by cardiac massage. Echocardiography revealed aortic dissection near the stj. Cardiac massage was performed several times and extracorporeal membrane oxygenation (ECMO) was prepared, however the patient died.

Manufacturer narrative:
Updated data: a2 b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the left femoral access was used. The minimum access vessel diameter was 6.7 millimeter (mm). Per the physician, the patient had high calcification in the sinotubular junction (stj). The delivery catheter system (dcs) was unable to cross the calcification in the stj. The confida guidewire was exchanged as it did not provided necessary support and was replaced with the double curved non-medtronic guidewire. Per the physician, the events that occurred were related to the patient's anatomy and not related to the medtronic devices.